Manufacturer narrative:
Device available for evaluation: pending evaluation.

Event description:
As reported, during surgical use, the reamer handle broke during reaming. Patient was last known to be in stable condition following the event. Patient was last known to be in stable condition following the event. Device to be returned. Requesting add'l information.

Manufacturer narrative:
During the investigation of the event it was discovered that the breakage of the instrument occurred on the back table and not over the wound site. The reported device malfunction did not cause or contribute to serious deterioration in state of health or death and is not likely to cause or contribute to serious deterioration in state of health or death if the malfunction were to recur. Therefore, this event is not reportable. Please disregard this submission.